Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported about the customer receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. On (B)(6) 2018, customer obtained a reading of 85 mg/dl on the sensor compared to built-in result of "lo" (readings less than 20 mg/dl). It was further reported that the customer experienced spasms and lost consciousness and was treated with glucagon injection by a non healthcare professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller reported about the customer receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. On (B)(6) 2018, customer obtained a reading of 85 mg/dl on the sensor compared to built-in result of "lo" (readings less than 20 mg/dl). It was further reported that the customer experienced spasms and lost consciousness and was treated with glucagon injection by a non healthcare professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.